Event description:
The customer reported false negative antibody screening and identification when using anti-human globulin anti-igg soldscreen ii on tango infinity.. Intermittently clearly positive results would be read as negative by the instrument. The customer provided result images that show negative to intermediate reactions in the antibody screening and antibody identification. Some of them have already been manually changed to positive results by customer. Most of them are very weak reactions. Log files were not yet made available. The customer did not provide the affected bottle of anti-human globulin (ahg) anti-igg solidscreen ii nor the patient sample that caused false negative test result for investigational testing. Threrefore our quality control laboratory tested their retention sample of the allegedly defective lot for potency and specificity. The potency testing was performed with sensitized red blood cells. Additionally, twofold serial dilutions of two known antibodies (anti-d (solidscreen ii control) and anti-c (solidscreen ii control b)) were tested on tango infinity. All positive and negative reactions were correct. The positive reactions were correctly interpreted by the instrument, even the weak positives. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango infinity, the customer provided result images that show negative to intermediate reactions in the antibody screening and antibody identification. Some of them have already been manually changed to positive results by customer. Most of them are very weak reactions. Log files were not yet made available. No indication for an instrument malfunction could be identified. The result images show negative to intermediate reactions and both instruments on site gave similar results for that sample. Therefore, an instrument issue is unlikely. The reported problem is likely related to sample specificities. The antibodies within affected sample may have been present in too low concentration (boarderline) to be evaluated as positive reaction by the solidscreen ii method.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false negative antibody screening and identification when using anti-human globulin anti-igg soldscreen ii on tango infinity.. Intermittently clearly positive results would be read as negative by the instrument. The customer provided result images that show negative to intermediate reactions in the antibody screening and antibody identification. Some of them have already been manually changed to positive results by customer. Most of them are very weak reactions. Log files were not yet made available. Our quality control laboratory is still waiting for the complaint sample anti-human-globulin, anti-igg solidscreen ii. We were already informed that the patient sample that had caused the false negative test results would not be available for further investigation. Root cause analysis is still ongoing.